Event description:
Boston scientific received information that this atrial lead with non-boston scientific device displayed decreased impedance trending. Insulation damage was suspected. A follow up is intended in approximately three months. No adverse patient effects were reported. Additional information was received. Bipolar impedance measurements were low out of range. All unipolar measurements were within acceptable range. As it was thought there was insulation damage, fluoroscopy was performed revealing no visual anomaly. In addition, the patient with this lead experienced pectoral stimulation which was resolved with reprogramming output settings. According to available information, this lead remains in service. No further patient symptoms were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.